Event description:
The customer contact reported the silicone sleeve of the clave y-site remained in the depressed position. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. At an unspecified time, the male adapter of an unspecified syringe was connected to the distal clave y-site of the tubing set for a delivery of an unspecified medication. After the delivery of medication was complete, the customer contact reported that the nurse disconnected the syringe from the clave secondary post and the silicone sleeve of the clave secondary port remained in the depressed position. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.